Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for supraventricular tachycardia (svt). Further review of the episode indicated that the ICD was intermittently undersensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.